Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the pump failed to detect the insulin cartridge during a rewind, load and prime function.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed multiple loss of prime records. On testing, a rewind, load and prime sequence was executed; the pump failed to detect the cartridge and emitted the appropriate alarm. The force sensor was tested and found to be within specifications. The pump was opened for investigation and revealed that there was a misaligned force sensor circuit component on the printed circuit board.